Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture. Technical services (ts) reviewed presenting electrograms per request. Ts advised there is no atrial escape suggestive there is capture on the right atrial (ra) lead. In addition, ts found oversensing of noise on the ra. Ts also provided a low out of range pacing impedance value was observed. However, pacing impedances appear to be stable within range at this time. Ts noted there was no pacing inhibition. This ICD system remains in service. No adverse patient effects were reported.